Event description:
The customer remote alarm isn't working, which may result in failure to alert the user upon ventilator alarm activation. No patient involvement reported.

Manufacturer narrative:
Broken solder connections at cn2 pins 1 & 3 caused the remote alarm port not to function properly.